Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's dexcom receiver failed to detect his low blood sugar. He no longer recalls the exact circumstances, including his egv, whether he checked with a bg meter, or if he experienced any symptoms. As a result, he collapsed, fell, and broke a front tooth. Reversal of hypoglycemia was not described. The following day, he visited a dentist who was unable to repair the damage and advised him to see a specialist.. Attempts were made to gather additional details, but the customer declined, stating the incident had already been reported and he could not remember the specifics. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, there was no data was found surrounding the date of the reported event. The patient uses a dexcom receiver as display device and no cloud data is available at this time. No product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.